Event description:
The caller reported the customer had complained the pilot balloon of an 8dct tracheostomy tube was leaking. The customer was contacted and she stated that she could not tell for sure if a leak was in the pilot balloon or the cuff. She stated the tracheostomy tube was in the pt about a week, and they did remove it and recannulate the pt. The lot number is unk, and the used tracheostomy tube was discarded.